Manufacturer narrative:
Dr. (B)(4) discussed the following with dr. (B)(6): dr. (B)(6) reported immediate pain and blanching, followed by demarcation and sloughing (this was to the right side). Dr. (B)(4) agrees that this is consistent with embolization into the superior labial branch of the facial artery. During a follow-up with rn- (B)(6) (at dr. (B)(6) office), she reported that dr. (B)(6) is doing much better and that most of the feeling is back. The device history records for radiesse lot 1029229 were reviewed; all required testing specifications were met prior to release, there were no abnormalities noted.

Event description:
A patient, dr. (B)(6), was injected during a radiesse training session by field clinical specialist- (B)(6), rn. He was injected with 4x 1.5cc of radiesse dermal filler to the naso labial folds, mid-face, vectors and mental crease. The radiesse dermal filler was mixed with lidocaine prior to injection. Immediate pain was felt and some blanching to the right side; hot compresses were applied. The following day ((B)(6) 2011), a small blister had developed on the left side; the patient took valtrex for possible herpetic outbreak. There is also a small yellow area on the skin and a blister full of blood inside the lips. He is unable to fully move the left side, due to numbness and pain. Antibiotics were started on (B)(6) 2011. No other symptoms developed on the right side. Merz aesthetics set-up consult between dr. (B)(6) and paid-consultant dr (B)(4).